Event description:
It was reported that patient presented to the clinic with high, out of range, pacing lead impedance. Loss of capture was also noted. Patient will continue to be monitored. No further information.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead was explanted and replaced.